Event description:
It was reported through the attorney for the pt as a result of a legal claim, that allegedly, "the pt underwent a right hip replacement surgery on (B)(6) 2009." It was further alleged that, "during the primary procedure the polyethylene insert did not fit into the acetabular shell" additional info alleges that another shell had to be used and allegedly the pt continues to have complications from surgery."

Manufacturer narrative:
The info on this per was provided by stryker orthopaedics' legal affairs department. No additional info is available at this time. As per info received, the devices are not available at the time of the per due to the ongoing litigation. Additional follow-up info may be obtained by the legal affairs as it becomes available.